Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located a crack on the back of the pump found on (B)(6) 2022. Unable to perform the displacement test, active current test, sleep current test and self test due to failed battery test alarm. Test p-cap locks properly into the reservoir compartment. Unable to download history files and traces using thump. Unable to verify that the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found evidence of moisture damage on the motor and pcba 1. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, battery tube threads - cracked and cracked case (battery tube). Cosmetic damage was confirmed, cracked case (battery tube) was noted. Failed battery test was confirmed. Moisture damage on motor and pcba 1 was noted. The insulin pump involved in this event is the ngp 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the crack at the back of the insulin pump. No harm was required during medical intervention. The device was returned for analysis.